Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and a non- maquet sheath was returned over the membrane. Two kinks were observed on the catheter approximately 75.7cm and 71.6cm from the iab tip. The pressure tubing and three-way stopcock were also returned. The optical fiber was found to be broken in the y-fitting using an optical light that detected any breaks in the sensor optical fiber. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was connected to the cardiosave intra-aortic balloon pump (iabp) a fiber optic sensor failure alarm was generated. After several attempts, there was no improvement. The customer suspected that the fiber optic sensor was disconnected. Therapy was continued by obtaining the blood pressure from the arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a